Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intentionally delivered a bolus 15 minutes prior to consuming a snack. Reportedly, the customer got distracted and did not consume the intended food. Subsequently, the customer's blood glucose level lowered to 55 (mg/dl). Yogurt was consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.